Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2025, the patient received instructions on preventive measures after the establishment of intravenous access, using a bd 2000e needleless connector attached to the PICC catheter. On (B)(6), 2025, the patient discovered that the needleless connector was damaged at home and went to the hospital to request a replacement. Upon examination by the nurse, it was found that the screw end of the needleless connector had broken off, and the broken part was embedded in the PICC catheter connector and could not be removed. Attempts to remove the broken fragment with hemostatic forceps were unsuccessful. The nurse immediately wrapped the connection site with sterile gauze. After consultation with the head nurse of the vascular access center, the PICC catheter was removed as per the doctor's orders. This catheter was a high-pressure resistant catheter, transferred from another hospital, and was not inserted at this hospital.

Manufacturer narrative:
Investigation result: one 2000e china sample was received without packaging for investigation; yellow residue was present on the sample. The customer reported that the affected sample was from lot 25065232 and that after three days of use, "the patient discovered damage to the needle-free closed-end connector at home and visited the hospital requesting a replacement. Upon inspection, the nurse observed the spiral end of the needle-free closed-end connector had fractured. A portion of the fractured spiral end was lodged within the PICC line connector and could not be removed. Attempts to extract the fractured fragment using hemostatic forceps were unsuccessful." Visual inspection of the returned sample confirmed the customer's experience; part of the male luer of the smartsite has fractured including the male luer tip. The broken pieces were not returned as part of the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. A review of the production records for lot 25065232 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the female luer, or use of a female luer that is not compliant to iso standards. Please note, it is recommended that any disinfectant is allowed to completely dry prior to forming a connection with a female luer; failure to do so may cause the components to partially adhere together, requiring additional force to disconnect. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china set in the past 12 months.

Event description:
No additional information.